Event description:
It was reported immediately following placement of this access port on 9/23/99 for chemotherapy administration, the catheter detached from the port and had migrated to the right atrium. An attempt to retrieve the detached catheter with a hemostat was unsuccessful. A femoral vein puncture was performed and successful retrieval of the catheter from right atrium with a snare followed. The catheter was reconnected to the port and the pt was discharged. Approx six weeks post placement, during scheduled chemotherapy treatment, difficulty accessing the port was encountered. A venogram revealed the catheter had detached and migrated to the right atrium. Retrieval of the catheter utilizing a snare was uneventful. The next day this port was removed without incident and a PICC line was successfully placed. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter was detached from the port upon receipt. Red liquid and foreign matter were located inside the port septum, dried foreign matter was located on the locking collar, which made it difficult to open and close the locking collar. After cleaning a large amount of foreign matter from the locking collar, the collar could be successfully locked and unlocked. The catheter shaft was 40 cm in length. No damage was noted to the catheter shaft. Co believes inappropriate catheter connection, as well as pt's anatomy, may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the r-port's locking collar should be fully enganged into the outlet tube groove and catheter should be visible through the locking collar."